Event description:
Reporter indicated via literature, a vns therapy pt experienced an infection at the generator site and underwent explant surgery. Cultures were positive for s. Aureus. The pt presented with fluid collection and was treated with aspiration and vanco. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Ellen lr, et. Al. "Management of vagal nerve stimulator infections: do they need to be removed.?" J neurosurg pediatrics 3, 73-78, 2009.